Manufacturer narrative:
A ge representative evaluated the system, adjusted the power supply and reseated circuit boards. System operates as intended. (B) (4).

Event description:
The customer reported, there are no images on the workstation monitor. No patient injury was reported.